Manufacturer narrative:
No reference or lot number available due to limited information provided by health care facility.

Event description:
Patient diagnosed with sudden onset hematoma two weeks post-op; patient straining arm with sudden swelling, and bloody drainage in her drain bulb. Device removed and patient was implanted with another unidentified tissue explander.